Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced severe post vaginal bleeding. It was noted that the bleeding was "plavix induced". On (B)(6) 2015, the "bleeding site on the lateral pelvic sidewali identified and secured". On (B)(6) 2015, "sutures placed at vaginal cuff to secure an area of post operative vaginal bleeding". Additionally, "post op anemia secondary to blood loss. Pt transfused with 1 unit prbcs & stable for discharge same day". There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the bleeding was reported as resolved/recovered with no sequelae on (B)(6) 2015. However, additional surgery occurred on (B)(6) 2015 to "stop bleeding post (B)(6) 2015 repair due to pt's continuation of plavix-aspirin regimen". The "bleeding was evident on the vaginal cuff, apcal, and left side of posterior repair had small area of evident bleeding." It was further reported that the bleeding was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.